Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a right salpingo-oophorectomy (rso) when removing the tube ovary, while passing through the port, only part of the specimen was removed and the bag broke. Another device was used to complete the case. There was no patient injury.